Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Additional contact: (B)(6).

Event description:
The complaint/event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock, the add line was reportedly leaking an unspecified liquid/infusate from the valve that connects to an unspecified syringe. There was no clinical impact to the patient and no medical intervention was required for the patient.